Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. The insulin pump was received with cracked case on the display window corners, broken reservoir tube lip, minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 246 mg/dl. Customer stated that the insulin pump was exposed to moisture. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.